Event description:
The customer called for help with her breeze meter. While troubleshooting, she performed control tests and received a results of 281 and 49 mg/dl. The normal control range was 112-161 mg/dl. The customer did not alleged any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.